Event description:
On (B)(4) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on ¿(B)(6) 2015, 3:08 pm.¿ the patient reported obtaining inaccurate erratic blood glucose results of ¿23.1mmol/l¿ , at this point the patient reported she developed symptoms of ¿shakiness¿, then called her pharmacist and was informed to drink orange juice, 10 minutes later she tested again and obtained a result of ¿12.9mmol/l. She then drank more orange juice and ten minutes later obtained a result of ¿11.3 mmol/l¿ on the subject meter, the results were obtained less than 20 minutes apart. The patient currently takes oral medication, diet and exercise including ¿glipizide and januvia¿ to manage her diabetes and in the morning continued with her usual dose. The patient denied she received any further treatment or medical intervention. At the time of trouble shooting, the cca confirmed the sample was taken from an approved sample site and correct unit of measure. The patient used the correct test strips and the correct testing steps were carried out. Cca noted the test strips were stored correctly and within their expiry date and the test strips vial was intact. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began. In addition this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.